Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm and the blockage is at site on 09-may-2024. The blood glucose level was displayed high at the time of event and was managed by multiple daily injections (mdi). No further information available.